Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the touchscreen is now shattered and no longer responsive. Customer's blood glucose level was 82 mg/dl. Customer ate glucose tablets to address blood glucose levels. It was indicated that the customer has back up manual injections for continued insulin therapy.

Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.